Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review of the source information found that the patient was seeing poor communication on the patient programmer. The patient wasn¿t able to communicate with the implantable neurostimulator recharger. The last time that the patient had felt stimulation or recharged successfully was about 1.5 months prior to the report due to the reposition screen, patient education, and patient non-compliance. The patient noted that they had started charging too frequently starting about 6 to 8 months prior to the report. A ¿por¿ was attempted on (B)(6) 2017 by a manufacturer representative. The manufacturer representative had attempted to clear the power on reset message that was received, but was unable to restore therapy because the implantable neurostimulator had reached end of service. A surgical intervention was planned. Additional information was received from a manufacturer representative regarding the patient on (B)(6) 2017. It was reported that once authorization is received for removal of the device, a replacement surgery will be scheduled. At this time, the device remains implanted in the patient. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturing representative regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that that the patient was recharging their more often than usual. The patient stated that it was depleting faster. The patient had recently been reprogrammed and it was reviewed that programed can affect recharging intervals. It was also reported that the patient device was overdischarged. The patient had not charged for 1.5 months due to reposition screen and patient education. The patient was redirected to follow up with a manufacturing representative. Upon meeting with the manufacturing representative it was found that the battery had reached end of service(eos). The representative was able to charge the battery to 25% and interrogated it and the screen read eos, replace neurostimulator. The patient did not remember any power-on-reset (por) messages prior to this. No patient symptoms were reported. No further complications were reported as a result of this event.